Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com. D4: model, catalog, serial, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The investigation determined the most probable cause to be that the infusion was manually stopped and a new infusion was started, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that using the pump to infuse propofol on (B)(6) around 09:45 am. At the middle of the infusion, there was an update message. No adverse patient effects were reported by the customer.